Event description:
It was reported that a patient underwent a herniorraphy procedure on (B)(6) 2012 and suture was used. While the surgeon was suturing the peritoneum, the needle broke. The peritoneum needed to be reopened to retrieve the needle fragments.

Manufacturer narrative:
Conclusion: the actual needle shows a fracture at the end of the swaging area. A microscopic inspection revealed several heavy marks of instrument were found at this area which indicates that the needle was handled there. One broken needle segment is still attached to the suture. The information for use cautions the user that ''to avoid damaging the needle points and swage areas, grasp the needle in an area one third to one-half the distance from the swaged end to the point.''

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.